Event description:
It was reported by repair work order that the cot moves up and down without using the control switches. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.